Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right atrial lead, the physician reported helix extension and retraction issues. The lead was ultimately placed and the system implant completed. However, during a post implant interrogation, high out of range pacing impedance measurements, loss of capture and low sensing was noted. The physician elected to make no system changes at this time. The lead to date, remains implanted with no resulting adverse patient effects.